Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having problems in their right leg and the issue began within the last month. Patient stated when they walked they got an electronic pulse that ran down their leg and patient tried adjusting the stimulation but the issue didn't resolve. Patient's right leg had gotten real weak. Patient went to their hcp and got 'prednisone' for their leg. During the call patient was also getting an impulse in their leg. Agent reviewed with patient to turn off stimulation in the meantime if adjusting the stimulation didn't help them. Agent redirected patient to their hcp to address the issue.